Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and underwent a procedure to debride the site (specific date not reported). The implanted device remains.